Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with continuous renal replacement therapy (crrt) using a prismaflex control unit and a prismaflex st60 filter set, blood clotting was observed within the set. This issue was further described as, ¿the customer observed that the set has coagulated at the blood pump or at the filter inlet and indicated that it is impossible to restore because it can no longer be taken and returned with clot¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st60 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.